Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. Upon further review, a lead dislodgement was confirmed. The patient required intubation and intermittent transcutaneous pacing therapy. A lead revision was performed and the physician opted to explant and replace this lead. No additional adverse patient were reported. It is not expected to receive this lead for analysis since it was discarded by the hospital.